Event description:
Congenital aortic stenosis and regurgitation, status post (s/p) surgical aortic valvuloplasty with pericardial leaflet reconstruction, subsequent progressive aortic regurgitation, s/p repeat aortic valve repair with pericardial leaflet reconstruction (five years later), s/p aortic valve replacement with 23 mm bio-prosthetic bovine pericardial valve (mitroflow, two and a half years ago). Clinic visit (two years after mitroflow valve implantation): his echocardiogram noted a well-functioning bio-prosthetic with trivially elevated transvalvar velocities and no regurgitation. There was no significant atrioventricular valve regurgitation. There was normal left ventricular size and systolic function. The aortic root was mildly dilated and the ascending aorta dimension was at the upper limits of normal. In summary, we were extremely pleased with his evaluation today. He continues to do well status post aortic valve replacement with a bio-prosthetic valve. The valve is functioning perfectly without evidence of stenosis or regurgitation and his lv has remodeled and lv size is normal with normal lv function today. Echo report (two and a half years after mitroflow valve implantation) valvar aortic stenosis, congenital, severe. Markedly reduced leaflet excursion; the anterior leaflet is particularly immobile. Maximum instantaneous / mean gradients = ~100-105/70 mm hg (high-quality doppler envelopes, apical window). This is markedly increased compared to the prior evaluation (maximum transvalvar gradient = ~27 mm hg). Report summary: severe aortic stenosis. Trivial aortic regurgitation. Mildly dilated ascending aorta. Trivial mitral regurgitation. Normal left ventricular size and systolic function. Qualitatively good right ventricular systolic function. No pericardial effusion. Patient requires explant in next two weeks. The manufacturer is aware of two previous valve failures (reports submitted to medsun) and it is unknown if the manufacturer aware of this current case.